Manufacturer narrative:
Concomitant medical products: sym2015 stex 20x15cm x1 (lot#pof0759x ). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia and an inguinal hernia. It was reported that after the implant, the patient experienced an unspecified adverse outcome.